Event description:
The customer reported that the system displayed a cine disk error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the backplane power supply kit, the cine drive and the software kit. The system was tested and found to be working as intended and put back in service.